Event description:
While attempting to use the retrieval system, it deployed in a closed state. Another retrieval system was opened and worked as expected. Manufacturer response for inzii retrieval system, inzii (per site reporter): manufacturer provided rga# and product return packaging.